Event description:
"Clips get stuck in applier and stick out crooked when fired. Dr. Hochuli was physician. Nurse reported, roxanne soloman, operating room (B)(4)."patient status: possible bleeding.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with a clip loaded underneath the jaws. Upon inspection, engineering removed the clip and actuated the device; the first few clips fired correctly and met all specifications. On the third fire, the trigger was released quickly and the next several clips spit out of the device. The unit was disassembled, all components were within specifications. The root cause of clips not closing properly was due to the design of the clip applier, which is not designed for rapid trigger release. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of disengagement. This lot was built prior to implementation of these enhancements. This documents our final report.